Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. Following pre-dilatation with a 2.0x8mm balloon catheter, a 12 x 2.50 rebel stent was advanced for treatment. However, the physician encountered difficulties during delivery. Upon removal, it was noted that a strut was lifted on the proximal end. No patient complications were reported.